Manufacturer narrative:
The device was received fully deployed. A leak was found on the soft cannula at the formed needle tip. Upon magnification, a tear was found at the site of the leak. It could not be determined when this damage occurred, or if it affected insulin delivery while the pod was worn. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 24.3 mmol/l (437.4 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. The patient noted leaking on the skin and removed the pod.